Event description:
A surgeon reported two pts with unexpected outcomes following intraocular lens (iol) implant procedures. There are two medical device reports associated with this event. This report is for the pt implanted with a toric lens. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).